Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) customer care specialist that an rt200 adult dual heated breathing circuit did not pass the servo-I ventilator leak test. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt200 adult dual heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. The rt200 adult dual heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) customer care specialist that an rt200 adult dual heated breathing circuit did not pass the servo-I ventilator leak test. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt200 adult dual heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is (B)(4). Method: the returned rt200 adult dual heated breathing circuit was visually inspected for damage and pressure tested for leaks. Results: no fault was found with the returned breathing circuit. The pressure test results were within the required specification. Conclusion: a leak in the breathing circuit is usually detected by an alarm on the ventilator. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. The user instructions that accompany the device state: check all connections are tight before use. Set appropriate ventilator alarms. The returned breathing circuit operated correctly during testing and the reported fault could not be replicated.